Event description:
Endovascular graft deployed with no noted complications. Main body was introduced and advanced through the right femoral artery. Post angiogram of the graft placement viewed a dissection of the external iliac artery distal to the landing zone of the ipsilateral iliac leg graft. A stent was placed in the vessel extending from the common iliac into the external iliac artery to "tack" up the tear in the artery, promoting the vessel repair. No endoleaks were viewed during the final angiogram.